Event description:
It was reported that during a revision surgery, "the surgeon tried to implant a trident zero degree constrained insert with a v40 22 mm standard head. Proper seating of the insert was confirmed with a cobb elevator. However, after the 22 mm head was reduced into the constrained liner, the liner pulled out of the shell.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with additional info a supplemental report will be issued.